Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-35076. Related manufacturer reference number: 2017865-2024-35077. It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker, right ventricular lead and right atrial lead exhibited episodes of noise. No intervention was performed. No patient condition or further information could be obtained.